Event description:
Related manufacturer reference number: 2017865-2022-38142, related manufacturer reference number: 2017865-2022-38143. It was reported that the patient has deceased on (B)(6) 2022. There is no known allegation from a health care professional that suggests that the death was device related. The primary cause of death was cardiac arrest. No additional information was reported.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies except for procedural damage.